Event description:
A customer reported to baxter (B)(4) of a one link that had no flow. There was no cap being used. It is unknown when this condition occurred. There was patient involvement, however, any report of patient injury or medical intervention is unknown. During the visit, the customer was advised that for any issues of sluggish flow/noflow to make sure the connection is secure as if the gland does not open when turning the syringe. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.